Manufacturer narrative:
Updated information: b5 narrative updated. D4 catalog number updated. H6 impact code changed to f1903.

Event description:
Updated clinical narrative: an impella cp device was inserted into the right femoral artery in a 69-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage b shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), there were no pulses noted in the lower extremity. The following day, there was a hematoma present after the repositioning sheath was removed. Manual pressure was held. The hematoma was controlled and the physician was aware. Vital signs were stable and the labs were within normal limits. The patient was on heparin at the time. The hematoma resolved. There was no intervention performed for the hematoma. One week after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.7 l/min as intended. The field representative responded that the limb ischemia resolved. The intervention was removal of the impella. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 69-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage b shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), there were no pulses noted in the lower extremity. It is unknown if treatment was required or if the pulses returned. The following day, there was a hematoma present after the repositioning sheath was removed. Manual pressure was held. The hematoma was controlled and the physician was aware. Vital signs were stable and the labs were within normal limits. The patient was on heparin at the time. One week after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.7l/min as intended. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements.